Manufacturer narrative:
The bioshield biopsy valve is used to cover the opening to the biopsy/suction channel inlet of a gastrointestinal endoscope. The bioshield biopsy valve provides access for endoscopic device passage and exchange, helps maintain insufflation and minimizes leakage of biomaterial from the biopsy port throughout the gastrointestinal endoscopic procedure. The lid opened during device withdrawal through the biopsy valve. The users were wearing appropriate ppe and did not come into contact with the fluid. The biopsy valves were not returned to us endoscopy. The lot numbers of the devices were unknown. The instructions for use include the following statements: "do not leave a device hanging from the valve. Doing so can cause the creation of a larger valve slit/hole that may cause leakage. If the lid of the valve is opened while attached to the endoscope during a procedure, scope suction will be compromised and leakage may occur. If leakage occurs, a sterile gauze should be used to cover the valve." In-service training has been offered, however the user facility declined.

Event description:
The user facility reported the lid of the bioshield biopsy valve opened and sprayed fluid. There was no report of harm to the patients or users.